Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The issue could not be replicated. The motion controllers were rehomed and the system passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system gantry would not properly open or close. There was no patient involved.